Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
B5 it was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated. There was no harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated data: b4, e1(event site email), g3, g6, h1, h2.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6- type of investigation code, h11. Due to character restrictions in block e1: e.1. Event site name: (B)(6).